Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l63772, implanted: (B)(6) 1999, explanted: (B)(6) 1999, product type catheter; product ID 8703w, lot # l63772, implanted: (B)(6) 1999, explanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that a pump failure occurred. Pump erosion occurred. The healthcare provider (hcp) implanted the pump on the patient¿s hip and this placement caused discomfort. The patient could read the lettering on the pump. This occurred 2 months post-implant. A spinal infection also occurred and the pump was replaced. When the pump was removed or revised, the catheter was also removed or revised, and a cerebrospinal fluid (csf) leak occurred. The infection later resolved. The pump medications at the time of this event were not reported. However, at the time of the report, the device system was used to deliver fentanyl, bupivacaine and sufenta, and was previously used to deliver demerol, dilaudid and morphine. Additional information was requested but was not available at the time of this report.